Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic with a pulse generator that exhibited premature battery depletion. No interventions were made or reported. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at elective replacement level in line with projected longevity. Electrical analysis performed indicated normal functionality. Further evaluation at various pulse amplitudes found all current levels within normal range and no indication of premature discharge of battery noted. Longevity assessment was performed, based on average drained current, and the device exceeded projected longevity indicating normal battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the pacemaker was explanted. Further information was requested, but not yet available.